Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose readings were reported. It was stated that the customer had an x-ray performed while wearing the insulin pump. Troubleshooting was performed and the insulin pump passed the prime test. The customer was unable to perform the high pressure test. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.